Event description:
Per the clinic, the device was explanted under general anaesthesia on (B)(6) 2024 due to migration of the electrode array. The patient was reimplanted with another cochlear device during the same surgery.